Event description:
It was reported that a cadd® cadd-prizm® vip system failed occlusion test. There is no report of patient involvement.

Manufacturer narrative:
One cadd prizm pump was returned for analysis. Pump was found to be in good condition. Event log shows high pressure alarms. Customer's complaint of failed occlusion test was not verified. Service will replace the downstream occlusion sensor as a preventative measure. Use testing was performed. The problem source is unknown.